Manufacturer narrative:
The reported observation was confirmed. The root cause of the reported observation was due to the feedthru wires of the charge coil had not been fully seated into their respective turret receptacles. No charging was observed at any spacing. An x-ray of the device confirmed that the charging feedthru wires were not fully seated into the connections at the charge coil turrets receptacles. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients ipg was unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein ipg was explanted and replaced to address the issue.